Event description:
It was reported that the patient went to the emergency room (ER) the night prior to the report because the patient was experiencing a shocking sensation that was happening every 30 minutes. The device was turned off and the shocking was reportedly the same. The reporter indicated that the pocket "didn't appear too big" and the implantable neurostimulator (ins) "didn't appear to be slipping." It was noted that pressure wasn't causing the shocking; it was just happening when the patient was just still. It was later reported that the patient went to the ER because she was having "sharp intermittent pain vaginally" and the pain continued when the device was turned off. It was unclear if the patient experienced the "sharp intermittent pain" in addition to the shocking sensation or the reporter was referring to the shocking sensation. It was noted that the patient was later admitted to the hospital. The reporter indicated that the patient fell in (B)(6) 2012, and since then, her urinary symptoms returned. The patient was seen the day prior to the report and during that time, the patient's amplitude was increased. Sometime after that visit was when the patient reportedly starting experiencing the "sharp vaginal pain." After the device was interrogated on the day of the report, it was discovered that there was an issue with impedance on lead 1, as it was greater than 4000 ohms on all combinations. At the time of interrogation, the patient's device was off but the patient continued to experience the "sharp vaginal pain", but wasn't "quite as severe" as earlier. It was noted that the patient was scheduled to go into the operating room later that day and it was believed the system was going to be explanted. Two days later, it was reported that the patient's system was removed. The reporter believed that the patient was doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot# v466242, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).